Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the energy device had an abnormal amount of sticking during the entire case. Char was cleaned off of the jaws multiple (2-3 times) with wet gauge. There was a slight falopian tube tear after a burn due to it sticking to the tissue. There was a small amount of bleeding after from the tear. The customer then switched instruments (to the ligature device) and finished the procedure without incident. There were no reports of patient harm.